Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported experiencing bent infusion set cannulas resulting in elevated blood glucose of 300 mg/dl. His normal blood glucose level is 100 mg/dl. He stated his blood glucose began to elevate after the headset was in use for 2 hours. He treated elevated blood glucose by changing the infusion site. The headsets did not leak. He inserted the headset manually. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. The patient was sent sample infusion sets of another type. No product will be returned for evaluation.